Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently after filter implant, the patient experienced abdominal pain and a CT scan showed caval perforation of the ivc filter. The filter was successfully retrieved. Therefore, the investigation is confirmed for perforation of ivc. However, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter was tilted and struts perforated into organs and embedded in wall of the ivc. The device was removed percutaneously the current status of the patient is unknown.